Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of air bubbles anomaly from the reservoir. The customer's blood glucose reading was 4.4 mmol/l. The customer stated that there were air bubbles in the reservoir. The customer stated that they took the insulin out of the fridge 3 days before then leaves the fill reservoir. The customer was advised to hold the insulin vial up to get to the body temperature. The customer was also advised to keep the transfer guard in place. The customer stated that they removed the reservoir after 2-3 days. The customer stated that the plastic came off where the seal is. The customer was advised to call back to troubleshoot.